Manufacturer narrative:
Follow-up received on 11-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA reference number: FDA-2014-n-0736-0193). Consumer reported that she had essure placed in (B)(6) of 2012. Doctor was only able to place one device because he stated she had a tilted tube (she had never been told this until that day). Health care professional tried multiple times and, as she screamed in pain, he eventually gave up and said she would need to come back for the other placement. She sat in the recovery room for an hour hunch over in pain and they said the pain would go away. By (B)(6) of 2013, consumer was in daily pain. She went back to the doctor who told her that it was not the device and suggested she should give it time. She decided to get a second opinion and the new doctor did multiple CT scans, ultrasounds, and x-rays. They couldn't find anything and there was no sign of abnormality. She went through almost two years of blood work and other test. In (B)(6) of 2014, her doctor did blood work and she was found to have hyperthyroidism. According to consumer, she has never had this issue before nor does it run in her family. At that point, physician sent her to a specialist for gynecological surgery. For two years she suffered from extreme stomach pains, headaches, neck pain/stiffness, nausea, exhaustion, along with many other issues. There were many days that she couldn't get out of bed and had to call off work. She spent days in bed from pain. In (B)(6) of 2014, the specialist decided to remove the essure device and she had to have her fallopian tube removed to remove the device. After the surgery the doctor said that the essure device had started to migrate and punctured her fallopian tube. Consumer also informed that, even though she had multiple tests, none of them was able to see the device moving in her fallopian tube and puncturing it. She has been essure free for nine months and she finally has her life back. According to reporter, immediately after the removal, her neck pain/stiffness, headaches, and stomach pain disappeared. She recently had blood work and she no longer has an over active thyroid. Company causality comment: this non-medically confirmed, spontaneous case report was received via news media and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. She had to have her fallopian tube removed to remove the device. After the surgery the doctor said that the essure device had started to migrate and punctured her fallopian tube (regarded as embedded device). Both reported events were considered serious due to medical importance and are listed according to essure's reference safety information. In this particular case, the exact date and mechanism of embedment were not known. Considering the nature of the events and based on a positive temporal relationship, a causal relationship with essure therapy cannot be excluded. This case was regarded as incident due to the required surgical intervention for essure removal. Additionally, non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected since this is a social media case.

Event description:
This is a spontaneous case report received from a consumer, of unspecified age, in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted. Consumer reported to a broadcast news media that as soon as essure was placed, it changed her life; and that there was not a single day that she was not in pain or having some kind of illness. In the news, she was referred as a former essure user and was part of a group that indicated they'd had hysterectomies as part of getting the coils removed. The product technical complaint (ptc) investigation and final assessment were received on (B)(4) 2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report was received via news media and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. She was submitted to a hysterectomy for devices removal. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, limited information was provided; nevertheless given the reported event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident due to the required surgical intervention for essure removal. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected since this is a social media case.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.